Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened while establishing final arm angle during the procedure. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with grade 4. The anatomy was challenging due to the patient having a heart transplant in the year 2000. The clip delivery system (cds) was advanced to the mitral valve and placed successfully in central a2/p2. However, the clip opened when establishing final arm angle (efaa). The clip seemed to open more than 5 degrees. Troubleshooting was performed but was unsuccessful, the clip opened at 60 degree. Therefore, the cds with the clip were removed without issue. The cds was successfully replaced with a new cds. The new clip was deployed, reducing mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The results of the return device analysis did not confirm the reported clip opening issue as the device functioned as intended. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaint reported from this lot. All available information was investigated and a conclusive cause for the reported unintended movement could not be determined in this incident. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.